Manufacturer narrative:
The reported field event of an svc set screw anomaly could not be confirmed as a test lead was able to fully insert and secure into the header. Analysis found debris at the bottom of the atrial set screw bore which prevented the set screw from fully entering the bore and securing the atrial lead tightly. The cause of the debris was a manufacturing anomaly.

Event description:
It was reported that during an attempted implant, the svc set screw would not tighten to secure the lead. Device was replaced.